Manufacturer narrative:
We received the involved umbilical catheter code 1270.03 possible batch 170225pb and 270624pb. The visual examination did not show any anomalies or defect on this umbilical catheter. No sign of obvious manufacturing material weakness was identified during catheter examination. Furthermore, this umbilical catheter complies to its specifications, marking, bluntness of its tip, useful length, tightness, and no obstruction. According to the description, the cause of this adverse event is attributed to the malposition of the catheter. The investigation done on the involved catheter confirms that this incident was not due to a defect of the umbilical catheter. The review of both possible batches does not show any non-conformity. The products are in conformity with the specifications. All controls are compliant, including the 100% tests carried out on each catheter during the manufacturing process. These tests are as follows: the bluntness of the catheter tip, marking the catheters, tightness and non-obstruction. In addition, 25 umbilical catheters are tested by sampling: -to check the tensile strength according to according to nf en iso 10555-1 specification >10n. All results are compliant. -to check the absence of liquid leakage (3bar/30 seconds) and air leakage were done, according to nf en iso 10555-1. All results complied with its specifications (no air or liquid leakage). From our historical analysis of complaints, these 3 last years on this umbilical catheter code 1270.03, there was only 1 similar adverse event, death caused by a malposition of the catheter with cardiac tamponade and perfuso-pericardium, in france, in 2025. Furthermore, there is no complaint and no other incident of the involved batches.

Event description:
The serious adverse event occurred on a premature newborn of 28 weeks + 5, born in another hospital on (B)(6) 2025 that the hospital where the incident occurred on (B)(6) 2025. Following a deterioration of health (child already hospitalized in neonatal intensive care and intubated /ventilated), additional examinations (ultrasound and x-ray at bedside) were carried out and a perfusoperitoneum was noticed. This premature had a central venous umbilical catheter, inserted at birth as an emergency by the initial hospital. This catheter has been removed by 1 cm upon arrival at neonate's unit of this hospital. Several radiological controls were performed since his arrival. Despite resuscitation with fluid puncture, exsufflation and chest drain insertion, this premature baby died on (B)(6) 2025.

Manufacturer narrative:
The involved umbilical catheter is available; we are waiting for it for the investigation. The review of both possible batches does not show any non-conformity. The products are in conformity with the specifications. All controls are compliant, including the 100% tests carried out on each catheter during the manufacturing process. These tests are as follows: the bluntness of the catheter tip marking the catheters, tightness and non-obstruction. In addition, 25 umbilical catheters are tested by sampling: to check the tensile strength according to according to nf en iso 10555-1 specification 10n. All results are compliant. To check the absence of liquid leakage (3bar/30 seconds) and air leakage were done, according to nf en iso 10555-1. All results complied (no air or liquid leakage). The historical data analysis of complaints on these batches does not show any complaint. Perfusoperitoneum is a well-known complication related to malposition of the umbilical venous catheter. This serious adverse event seems not to be caused by a catheter malfunction but traced to its use. We have asked for additional information, and we are waiting for them with the involved sample for investigation.

Event description:
The serious adverse event occurred on a premature newborn of 28 weeks + 5, born in another hospital on (B)(6) 2025 that the hospital where the incident occurred on (B)(6) 2025. Following a deterioration of health (child already hospitalized in neonatal intensive care and intubated /ventilated), additional examinations (ultrasound and x-ray at bedside) were carried out and a perfusoperitoneum was noticed. This premature had a central venous umbilical catheter, inserted at birth as an emergency by the initial hospital. This catheter has been removed by 1 cm upon arrival at neonate's unit of this hospital. Several radiological controls were performed since his arrival. Despite resuscitation with fluid puncture, exsufflation and chest drain insertion, this premature baby died on (B)(6) 2025.